Manufacturer narrative:
Other applicable components are: product ID neu_unknown, serial# unknown, product type: unknown.

Event description:
The healthcare professional (hcp) reported that the patient's pain stimulator wasn't working. They believe it was an external piece that was not working but had no further details to provide. It was reported from the hcp that nothing had been done yet. The device was not turning on hence could not be put into MRI mode because they need to get an MRI done on the patient. It was reported that the device was not charging and that was why it turned off. No out of box failure was reported. There were no medical or therapy problem that was reported. No symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.